Event description:
There was an allegation of discrepant results for 2 patient samples tested for sodium (na) on a cobas 4000 c311 stand alone system. Patient 1 initial result was 128 mmol/l. The patient¿s healthcare provider questioned this result. The repeat results from an unspecified blood gas analyzer were 135 mmol/l and 136 mmol/l. On (B)(6) 2025, patient 2 initial result was 240 mmol/l. The repeat result was 142 mmol/l.

Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The customer performed repeatability tests on the sample with results between 135 mmol/l and 143 mmol/l. On 30-sep-2025, the field service engineer (fse) checked the instrument and found no issues. An air purge was performed, and the reagent and sample dispensers were adjusted slightly. The electrodes were replaced. Calibration, qc, and an instrument check were all acceptable. The customer has not complained of any further issues. The service actions resolved the issue. The specific cause of the event could not be determined.